Event description:
It was reported that, during cardiac surgery, the defibrillator did not discharge. The defibrillator was used with internal paddles. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
Philips received a complaint on the heartstart dfm100 indicating it did not discharge. It is reported that, during cardiac surgery, the device did not shock. The device was in use with internal paddles. There was no patient or user harm reported. The procedure was stopped. Multiple attempts were made to obtain additional information about the reported event, but were unsuccessful. At this time, there is insufficient information to determine if the device contributed to the reported event. Although no harm is reported, the report of failure to shock will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. The asp communicated with the user of the device. The device was not physically evaluated by philips. The customer refused service. The device was evaluated by the user. The device has passed testing by the user. The log files were evaluated by a philips product support specialist. Errors found in the hardware log can be detected in auto test and opcheck and can only be resolved by finishing a successful opcheck. As device passed all testing by the user, these errors would have been cleared. The log review showed there were no directly related internal paddle errors/failures. There were no patient event files available for philips to review. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device because the customer refused service, did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.